Event description:
Per the attached maude event report# (b) (4, which was received from FDA on april 30, 2010: "pt was having a left heart catheterization and coronary angiography because of known cad in the setting of her current admission for unstable angina with evidence of myocardial injury. The cath demonstrated severe 3v coronary artery disease for which bypass surgery was being recommended. During the left ventriculography with a 5 french terumo jacky catheter through an injector, there was severe intramyocardial staining as the catheter became embedded into the septum. This resulted in subacute pericardial tamponade likely through left ventricular perforation and the pt expired."

Manufacturer narrative:
Involved device not returned for eval, lot number is not known, user facility has not reported this event to the manufacturer and user facility info was not provided in the maude event report. Therefore, the failure investigation was limited to a review and assessment of info that is provided in the maude event report. Results: is based upon eval of maude event report info. Conclusions: is based upon eval of maude event report info. This manufacturer medwatch report is being submitted because the optitorque catheter was identified on the maude event report as becoming "embedded into the septum" at the time of the adverse event. There is insufficient info to permit comment about the user facility statement on the maude event report that "this resulted in subacute pericardial tamponade likely through left ventricular perforation." Based upon the available info, there is no evidence that indicates this event was related to a defect or malfunction of the catheter. A review of complaints for this product family found no similar reports of cardiac perforation within the past 2 years from any market. The warnings/precautions within the instructions-for-use do address the potential for an event involving perforation by statements such as the following: "failure to observe these warnings may result in damage to the vessel, damage to or breakage/separation of the catheter that may necessitate retrieval"; and never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter." In addition, arterial perforation, arterial dissection, hemorrhage and acute myocardial infarction are all listed as potential complications of catheterization. All available info has been placed on file in quality assurance at the manufacturing facility for appropriate tracking trending and follow-up. (B) (4